Event description:
It was reported that smoke was observed coming from the micro sagittal saw during a procedure. A back-up device was used to complete the procedure without patient or user injuries, or adverse consequences.

Manufacturer narrative:
Upon disassembly, the sag head assembly was found to be filled with debris, the eccentric ball bearing on the driver was found to be damaged, and the upper rotor bearing was found to be damaged. The presence of debris and damaged bearings can cause or contribute to the device overheating.